Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic penetrating aortic ulcer. It was reported that a follow-up CT showed a proximal type I endoleak and the pau has grown to 6.2cm. The patient has a bovine arch and the original graft covered the subclavian. A carotid subclavian bypass was done at the original procedure. The subclavian was coiled. There was 18mm from the brachiocephalic to the proximal edge of the 36x36x200. The decision was made to place a valiant captivia to seal the type I endoleak. The graft was placed at the intended location and a reliant balloon was used. The type I endoleak was still filling at the end of the procedure. The physician ballooned multiple times with no success. It was noted that the patient was able to move their extremities at the end of the procedure. The patient was stable and otherwise symptom free. The physician stated that the cause of the event was due to disease progression vs graft not opposing wall due to bare stents on previous placed graft. No additional clinical sequelae were reported and the patient is will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.